Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer issues with the keypad not responding on their insulin pump. The caller was the customer's father who also stated that the pump is broken and is not delivering insulin. The patient's blood glucose level was not recorded, but the father stated it was high and the customer had to be treated with a insulin pen. The father stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.